Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an occluded bypass graft using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, while attempting to insert the cat6 into the rotating hemostasis valve (rhv) with the peel-away sheath, the physician experienced resistance and the distal tip of the cat6 became kinked. Therefore, the cat6 was removed. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.